Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient had received several shocks. An x-ray was performed and confirmed that the right ventricular (rv) lead had dislodged. The patient had received 60 shocks resulting in battery depletion. As a result, a revision procedure was performed. The physician had difficulty knowing if the helix was completely retracted. As a result, this rv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.

Event description:
--